Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("my other one was dangling from my tube") and device expulsion ("she was diggiing out scar tissue out of uterus and found coil") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and uterine scar ("she was diggiing out scar tissue out of uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). At the time of the report, the device dislocation, device expulsion, weight increased and uterine scar outcome was unknown. The reporter considered device dislocation, device expulsion, uterine scar and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, weight increased, scar tissue and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("my other one was dangling from my tube") and device expulsion ("she was digging out scar tissue out of uterus and found coil") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and scar ("she was digging out scar tissue out of uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). At the time of the report, the device dislocation, device expulsion, weight increased and scar outcome was unknown. The reporter considered device dislocation, device expulsion, scar and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, weight increased, scar tissue and device expulsion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.